Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient's wound initially healed well and then re-opened so the wound was revised. An infection was confirmed and the hcp noted it was possibly cx. The cause of the cause of the wound breakdown was reported to be unclear, but occurred about 6 weeks post-op. The lead was verified to be at the target location. The hcp reported the any additional troubleshooting, actions/interventions are unknown as they were performed by neurology.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the incision on the patient's head has not fully healed since implantation and there is a possible infection; the patient has been on a lot of antibiotics. It was also noted that the patient has an increase in tremors/shaking as well as swelling in his legs. A CT scan was performed and the results were normal. Bloodwork was also showed better. The patient has plans to meet with this health care provider (hcp) in a few weeks. Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.